Event description:
At 9:20 system clotted. Patient complained of chest, back and side pain. Dialyzer changed. At 9:45 system clotted/needle clotted. At 10:15 system and needle clotted, 10:50, arm clotted. Both t220l dialyzer and competitor dialyzer were used. Dialyzer 1st use.